Manufacturer narrative:
Bd received (B)(4) samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of ¿sleeve leakage¿ with the incident lot was not observed as all samples met the required specifications. Sleeve function testing was conducted on the customer samples, and no defects were observed, including no sleeve leakage. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter had blood leakage due to the sleeve failing to retract. This occurred when the personnel changed to another tube. No serious injury or medical intervention reported.